Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. Concomitant medical product - integral lateralized porous femoral, catalog #: 11-162609, lot #: 458620. Mlry troch claw cocr large, catalog #: 11-105021, lot #: 216690. Cocr mod head, catalog #: 163663 ,lot #: 325190. Ally cocr crimp sleeve, catalog #: 350844, lot #: 324140. This is 1 of 2 reports being filed for the same patient (reference 1825034-2017-00299 / 00301).

Event description:
It is reported that a patient underwent a total hip arthroplasty during which circlage wires were implanted. The patient was revised approximately 14 years post-implantation, and the wires were found to be fractured. No issue with the wires is alleged.

Manufacturer narrative:
Review of the complaint history determined that no further action(s) is/are required. Root cause remains undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that a patient underwent a total hip arthroplasty with a competitor product during which circlage wires were implanted. The patient was revised approximately 14 years post-implantation due to competitor product wear, and the wires were found to be fractured. No issue with the wires is alleged to have caused the revision.